Manufacturer narrative:
Implanted date: implanted on an unknown date. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a physician stated that a patient who had an angio-seal, presented a week later with a necrotic tissue track. After two weeks, it had not resolved. A surgeon explored it and identified a pseudo-aneurysm and necrotic tissue. He did not find any of the angio-seal components at that time. The physician also stated that despite having necrosis, there was no infection. The procedure outcome of the intervention was reported to be successful. The patient condition is unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.